Manufacturer narrative:
Health care facility explant occurred at: physician: (B)(6).

Event description:
Following implantation of an evoke spinal cord stimulation (scs) system, the patient reported neuritis and the physician directed the patient to the emergency department for further evaluation. In the emergency department, the patient reported weakness in legs, inability to move the hips and knees along with pain in her left foot. A stenotic segment was identified at the lead implantation site. No hematoma or acute process was reported. The evoke scs system subsequently explanted.